Event description:
It was reported that a spectrum iq pump failed to alarmed air in line during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported "failed to recognize air in line during test" was not reproduced. The device was tested for ultrasonic sensor upstream air and passed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the ultrasonic sensor calibration out of specification and the upstream pusher is loose. The ultrasonic sensor requires calibration and the upstream pusher requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.